Manufacturer narrative:
Additional information updated in above mentioned fields. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information requested and received that there was no irrigation and which caused thermal burn. The surgery was terminated and sutures required for the wound. The symptoms of patient were continuing. Along with this, visual acuity was also decreased after the surgery. For this, postoperative eye drops changed from steroid to diuretic, rho-associated coiled-coil containing protein kinase (rock) inhibitor and antibiotic ointment. After two days, patient was given different type of corticosteroid drops. After ten days, visual acuity was back to normal. The current patient condition was unknown. This report pertains to phaco tip involved.

Manufacturer narrative:
Corrected information was updated in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that corneal burns occurred when phaco was using and cornea became cloudy and white during surgery. The procedure type was unknown. It was found that there was no technical problems after inspecting the device. The surgery was completed on the same day without product replacement. The current patient condition was unknown.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.